Event description:
It was reported that the black button of the device was not working. No delay neither a patient injuries were reported. No backup from (B)(4) was available.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported incident. Visual inspection of the returned flow valve assembly found that the solenoid manual push button cover was modified. The returned device was tested using a known good compatible controller and wand which was found that the solenoid valve was sticking when used in manual mode, perform as intended in auto mode. The complaint was verified and the root cause was determined to be due to user error. Factors which can lead to damaged or broken component include: 1. Damage sustained to the flow valve unit could have been caused by coming in contact with another portable object/machine, bad handling practices or dropping the unit. There were no indications to suggest the device did not meet product specifications upon release into distribution.